Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that he had to go 5 hours without insulin due to failed battery test alerts and a failed battery test alert. The alerts were left unattended and the insulin pump did not accept a battery that had been used in the meter device. Blood glucose reading at the time was 104 mg/dl. Troubleshooting was performed and no anomalies were noted. The insulin pump had been working fine since the event. Advised that a replacement battery cap will be shipped as a courtesy to rule out any possible issues. Advised to monitor the insulin pump. Nothing further reported.